Event description:
It was reported that the patient presented for a generator change procedure. Upon interrogation, the right ventricle lead exhibited noise that was oversensed by the device and led to pacing inhibition. Also, the lead exhibited a decrease in the r-wave amplitude. The lead was capped and replaced on (B)(6) 2024. The patient was in stable condition.